Manufacturer narrative:
Additional information: b5, d1, d3 (MFR name, street 1), d4 (model #, street 1, UDI), d8, g3, g4 (510k), h6 new information has been received pertaining to the event regarding the reload being replaced. This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when the doctor was preparing the device, the connection between the reload and the handle body was broken. A new reload was replaced to resolve the issue. There was no patient involved.

Manufacturer narrative:
D10 concomitant medical product: egia60axt, egia60axt egia60 artic extra thicksulu (lot#n4f1985y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when the doctor was preparing the device, the connection between the reload and the handle body was broken. A new device was replaced to resolve the issue. There was no patient involved.